Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-02080, 3005168196-2017-02081, 3005168196-2017-02082, 3005168196-2017-02113, 3005168196-2017-02115, 3005168196-2017-02116. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak using ruby coils and lantern delivery microcatheters (lanterns). During the procedure, the physician used a lantern to place three ruby coils. The physician then felt resistance advancing a fourth ruby coil, and therefore removed the lantern (lot # f78469) and ruby coil. The physician used a new lantern (lot # f75223) to place the same fourth ruby coil and a fifth ruby coil. The physician then felt resistance placing the sixth ruby coil (lot # f74307), though the ruby coil was successfully placed. The physician therefore removed the lantern, and placed a non-penumbra microcatheter to deliver a non-penumbra non-adhesive liquid embolic agent. After placing the non-adhesive liquid embolic agent, the physician removed the microcatheter and reinserted the second lantern to continue the coil embolization; however, the physician felt resistance delivering the seventh ruby coil (lot # f75020), though the ruby coil was successfully placed. The physician therefore removed the lantern and attempted to place a third lantern (lot # f75566), however upon attempting to advance the lantern through the non-penumbra sheath, the lantern became kinked and was therefore removed. The physician then used a fourth lantern (lot # f75566) to deliver three new ruby coils. The physician was not able to advance another ruby coil (lot # f76938) out of the lantern and into the target location, and therefore the ruby coil was removed. At this point, the physician lost access to the aneurysm, and therefore ended the procedure at this point. There was no report of an adverse effect to the patient.